Event description:
It was reported that a catheter kink occurred. The patient's native aortic annulus was 26.2 in area derived perimeter. A 27mm lotus edge valve (lot #0024849763) was advanced for implanation and as it crossed the aortic annulus, the patient became hypotensive. While unsheathing the 27mm lotus edge valve (lot #0024849763) for deployment, asymmetric unsheathing occurred. The 27mm lotus edge valve (lot #0024849763) was pulled back to ascending aorta due to increasing hemodynamic instability. The patient's hemodynamics improved and the 27mm lotus edge valve (lot #0024849763) was again unsheathed for deployment, and asymmetric unsheathing occurred. The patien'ts blood pressure was in the 40's for some time. The patient progressed into hemodynamic collapse. Cardiopulmonary resuscitation (CPR) was started. A femoral-femoral cardiopulmonary bypass (cpb) was done, which was difficult to establish due to difficulties inserting the venous cannula and establishing sufficient flow for the cpb circuit; this took about 20 minutes. The decision was then made to retrieve the 27mm lotus edge valve (lot #0024849763) and implant a second device as a last attempt to treat the patient. A second 27mm lotus edge valve (lot #0025774366)was advanced, and after tracking over the aortic arch, the delivery system catheter of the second 27mm lotus edge valve (lot #0025774366) was found to be kinked. The 27mm lotus edge valve (lot #0025774366) was removed. The patient's hemodynamics never recovered, and the patient passed away on the table.